Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hears intermittent beeps from the controller due to power switching of the batteries. The battery capacity was greater than 25% when the event occurred. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries (B)(4) and one controller ac adapter (B)(4) were not returned for evaluation. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), as well as momentary disconnections which did not result in power switching involving the controller ac adapter. Momentary disconnections will result in an audible tone. In addition, analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error involving (B)(4). As a result, the reported "intermittent beeping" and critical battery alarm events were confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries and controller ac adapter remain in use. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported intermittent beeping can be attributed to momentary disconnections between the controller and power sources. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: model 1430us serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2018-06-30 UDI (B)(4). D10: no h4: mfg date: 2017-06-30 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 conclusion code(s): 92 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2016-12-31 UDI (B)(4). D10: no h4: mfg date: 2015-12-31 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 conclusion code(s): 92 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2016-12-31 UDI (B)(4). D10: no h4: mfg date: 2015-12-31 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 conclusion code(s): 92 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2016-12-31 UDI (B)(4). D10: no h4: mfg date: 2015-12-31 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 conclusion code(s): 92 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2016-12-31 UDI (B)(4). D10: no h4: mfg date: 2015-12-31 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 conclusion code(s): 92 other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter d4: model 1430us serial number: (B)(4). D10: no h6 patient codes(s): c76143 h6 device code(s): c63025 h6 conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that power switching also occurs with use of the controller ac adapter. Servicing was performed on the batteries and ac adapter and they remain in use.

Event description:
It was further reported that one of the batteries had a critical battery alarm with a battery capacity of greater than 10%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.